Manufacturer narrative:
The correction of d4 catalog # and version or model #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d4 catalog # and version or model #: ardvcs209000a. Corrected d4 catalog # and version or model #: ardvcs209004a. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - volista access. Based on photographic evidence it was discovered that paint was peeling from the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint chipping could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the most probable root cause of this premature paint degradation would be an incorrect cleaning procedure/ product. All maquet sas products comply with: iec 60601-1ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection product test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). The initial reporter was technician from the hospital. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 10th november, 2023 getinge became aware of an issue with one of surgical lights - volista access. Based on photographic evidence it was discovered that paint was peeling from the main tube. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.